Manufacturer narrative:
Based on the available log file records the observed ventilator failure occurred on (B)(6) 2017 and not as initially reported (B)(6) 2017. Further it has to be stated that the affected device was a primus infinity empowered and not a primus as initially reported. Unfortunately the section in the log file covering user interactions with the device and ventilation-related alarms was already overwritten for the relevant day so that only a restricted reconstruction of the case in question was possible. According to the device section records, the power-on-self-test (post) performed before the case in question was successfully completed at 8:00. After 4 hours in the case the ventilator detected a wrong motor position and reacted as specified with an autonomously shutdown of the ventilator accompanied by an audible and visible ventilator fail alarm while autonomously changing to manual ventilation (man/spont). The possible causes for a blocked ventilator motor respectively an encoder check error are manifold. As no further entries regarding a possible root cause were found in the logs some device-related error sources could be excluded so that finally a mechanical blockade e.g. Caused by a foreign body inside the piston, a wrinkled diaphragm or an unintended contact between the moving piston and the ventilator housing were determined to could have caused the motor stop. An exact root cause could not be determined on the basis of the available information. The device has been replaced at customer site.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported when switched from manual to ventilator mode that the screen stated: "ventilator failure. Manual ventilation possible." No patient injury reported.